Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted capacitor, designator c4. The shorted capacitor caused a land to open on the pcb between capacitors c4 and c25.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that during their daily device check, during their attempt to power the device off, the service light illuminated, the display stayed on and the power led turned off. The customer then removed ac power from the device and the service light and the display turned off. The device would not power back on. The customer then inserted charged batteries and the device would still not power back on. There was no patient use associated with the reported failure.